Manufacturer narrative:
Concomitant medical products: 693565, lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing of the atrial arrhythmia observed on presenting electrogram (egm) and stored egms. The ra lead remains in use. No patient complications have been reported as a result of this event.